Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the cb-1000 co2 backed up through the device and into the IV bag. The reporter stated that after approx 30 mins, a loud sound was heard caused by the rupture of the saline bag. The ruptured bag caused to liquid to release. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.